Manufacturer narrative:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2014; during the same surgery, the patient was reimplanted with a new device. Based on clinical symptoms and remote troubleshooting performed on (B)(6) 2014, it was determined that a malfunction of the receiver stimulator has occurred. Correction: date of event is (B)(6) 2014; not june 6, 2014 as previously reported. Correction: date of this report is (B)(4) 2014, not june 6, 2014 as previously reported. Correction: the patient was not administered chloral hydrate oral sedation on (B)(6) 2014 to facilitate an integrity test as previously reported. Correction: the correct serial number is (B)(4); not 1020120200370 as previously reported. Correction: the correct date of implant is (B)(6) 2010; not june 9, 2010 as previously reported. Correction: the initial reporter was (B)(6); not alyson mellish at rady childrens hospital as previously reported. Correction: the type of reportable event is a malfunction; not a serious injury as previously reported. (B)(4). This report is filed october 2, 2014. Device currently unavailable.

Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was administered chloral hydrate oral sedation on (B)(6), 2014 to facilitate integrity testing.